Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima ii¿ closed IV catheter system was leaking. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8079098; our engineers have noted a trend in leakage for this lot. This lot of intima-ii was manufacture in april of 2018, according to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally, during the visual evaluation of the sample submitted for evaluation, a crack was observed in the catheter adapter that led to the observed leakage. After reviewing our manufacturing process, bd engineers have determined the most probable root cause for this event is abnormalities in the molding process. To mitigate the reoccurrence of this issue the molding process has been optimized, and bd is in the process of evaluating the results of these alterations.

Event description:
It was reported that the bd intima ii¿ closed IV catheter system was leaking. There was no report of exposure, injury, or medical intervention.